Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezg1360 showed no other similar product complaint(s) from this lot number.

Event description:
On 1/14/2016 - the sales representative reported the following information from his customer: it was decided to abort a PICC insertion because the patient's claustrophobia was causing him to be agitated. Later, when the patient was sedated, they placed the PICC line. The facility reported that they knew the PICC insertion was successful because of the magnetic tracking that was present during it's placement. They reported that a few days following the PICC line insertion, a catheter was being placed, and it was noted that a 3cm foreign body was in the patient's heart. It was reported to fa that this was "definitely the stylet", believed to be there from the previous PICC line placement. A retrieval was attempted, but it was unsuccessful. The method of retrieval is unknown. Following the event, the staff at the facility "played" with the stylet to see if it easily fell off.